Event description:
Patient reportedly was experiencing problems of intermittency and decrease in performance. The patient was seen for device evaluation. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. Revision surgery has been scheduled. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.